Manufacturer narrative:
This product was received and tested by technical services and though the image failure was confirmed, the cause was not fully determined. When the video cable was twisted or bent, the image cut out. There was no sign of physical damage. The customer's baton has already been replaced. No other problems were found. Service complete.

Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, they experienced intermittent image loss. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.